Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used for polypectomy in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare loop was bent in the sheath and when it was opened the loop came out bent and it was difficult to snare the polyp. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.